Manufacturer narrative:
The complained product was investigated. Under microscopic investigation it could be seen that the crack has a slightly wave shaped propagation, which is an indication for a crack emerging from rotating force. The clear and brittle appearance of the crack as result of the stress test indicate the use of organic disinfectant. A DHR review could not identify any non-conformities or deviations relevant to the reported issue. No further complaints have been received for this batch. On the basis of the investigation results the root cause is seen in an handling error during use by using organic disinfectant. As the IFU states: "usage of organic solvents for cleaning and disinfection may damage the catheter and lead to leakiness.¿ together with the rotative tightening of the luer lock connection the crack occurred. It is not known if excessive force has been used to tighten the connection. As the IFU states: ¿the luer-lock connection is to be tightened manually. The use of any tools or excessive force may damage the connection component and lead to leakiness.¿

Event description:
Manufacturer reference#: (B)(4).

Manufacturer narrative:
Further information and product return have been requested and investigation is ongoing. A supplemental medwatch report will be sent when the investigation is completed. Exemption number e2018007 (B)(4). Info and product requested.

Event description:
After having placed the picco catheter right femoral for one day, a crack was detected in the luer lock connection. The catheter was replaced immediately. No harm or clinical consequences occurred. (B)(4).